Event description:
It was reported the right atrial lead had an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right atrial lead had an apparent fracture. The lead was capped and replaced. It was later reported the lead fracture was due to clavicular crush. No patient complications have been reported as a result of this event.